Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. During stapling, the device was unable to fire. There was also poor staple formation due to the distal staple line being incomplete. When the surgeon tried to fire a purple reload it would start to fire and stop and not advance. The surgeon used a black reload to fix the staple line and complete the case. The status of the patient is alive, no injury. No medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Microscopic evaluation noted that the reloads had damage to the cutting edge of the knife blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.